Event description:
The manufacturer received information alleging the device stopped working and wont power on. There was no report of serious patient harm or injury. There was no report that patient required medical intervention. The device was returned to the manufacturer for evaluation. During evaluation of the device, the manufacturer visually inspected the device and found the q4 component on the pca was observed to have thermal damage to it, along with areas of corrosion to the pca, both likely due to liquid ingress to the pca, a dust-like contaminant on the water tank lid, water tank seal, and water tank. What appeared to be small cracks were observed on the ui display bezel around the therapy button. A dust-like contaminant was observed on the top enclosure, center enclosure, iso port, and inlet/outlet seal. There was no report of visible smoke or fire. No error code was present when reviewed. Lastly, the device was scrapped.